Event description:
Same case as: MDR ID 2134265-2014-05241. Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. Two target lesion were treated. One lesion was eccentric, de novo, 90% stenosed, 10x2.75mm, located in the moderately calcified, moderately tortuous ostium to proximal left anterior descending artery. The lesion contained a bend between 45 and 90 degrees. Following predilatation using a 2.0x20mm balloon catheter, stenosis was 60%. A 38mm x 2.75mm promus premier¿ stent was advanced to the lesion for almost 10 to 15 minutes but was unable to cross the tight lesion. The physician again tried to make the device cross the lesion but was unsuccessful. The procedure was completed with a 2.75x12mm promus premier¿ stent. Another lesion was eccentric, de novo, 90% stenosed, 28x3.0mm, located in the moderately calcified, moderately tortuous ostium to mid left circumflex artery. The lesion contained a bend between 45 and 90 degrees. Following predilatation using a 2.75x20mm balloon catheter, stenosis was 60%. A 24mmt x 3.00mm promus premier¿ stent was advanced to the lesion for almost 10 to 15 minutes but was also unable to cross the tight lesion. An attempt was done to make the device cross the lesion but failed. The procedure was completed with a 3.0x38mm promus premier¿ stent. No patient complications were reported. The patient's status was stable and was doing well. However, returned device analysis revealed stent damage on both stents.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).